Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range pacing impedances of greater than 2000 ohms. It was also noted the rv lead displayed noise, oversensing and high pacing thresholds. No pacing inhibition was reported. Fluoroscopy was performed, and lead fracture was identified. This rv lead was explanted and replaced. Lead return is not expected. No additional adverse patient effects were reported.